Event description:
Reporter is patient, who is being scheduled for a CT scan from his neck to his testicles, but no one will answer any of his questions with regards to the adverse effects of the scanner on human tissue cells. He's been to the patient representative, who advised him to see the radiologist. The radiologist stated that they don't usually disclose or make that information available to patients. Reporter states that he is going to refuse his consent to have a CT done if he can't get any answers about the risks that are associated with the scan. All anyone can tell him is that the amount of radiation is more than what you would get from an x-ray. The reporter feels that the FDA should make it mandatory that all radiology suites post a listing of risks and benefits that are associated with the scan in their waiting area for all to see. This information (risks & benefits of procedure) should be public knowledge for all patients especially when informed consent is required. Reporter plans to research his answers further at the local library. He doesn't own a computer and is not internet savvy.